Event description:
It was reported to medtronic minimed that the customer received a pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side, and the pump's functionality was affected. Troubleshooting was performed for the pump error and the customer was unable to clear the alarm. Troubleshooting was performed for display issues, and the customer reported a frozen screen. The buttons were not responsive, and the time clock did not advance. Replaced the battery, but the screen remained unresponsive. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self-test. Intermittent response from all buttons due to corroded keypad traces. No frozen display noted. Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. Unit successfully downloaded to thump. Constant pump error 38 noted during rewind due to corroded motor home switch. Verified pump alarmed pump error 38 on 07/02/2025 14:09:06.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. No moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, detached retainer, stained keypad overlay, missing reservoir tube o-ring, corroded motor home switch, corroded battery tube, and cracked case (battery tube). Confirmed intermittent button response and pump error 38 during analysis. No frozen display noted during analysis. Cosmetic damage was confirmed at retainer ring and battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.